Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that there was a retic stain leak in front of the lh780 instrument diluter near the stain pump. The source of the leak could not be located. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed a stain leak at pump pv in the I-beam tubing. Fse replaced tubing. No further leaks were reported.